Manufacturer narrative:
The formed needle and soft cannula were inspected under magnification. No issues were observed that would cause pain during insertion. The root cause of the reported complaint could not be determined. Oily residue noted on the adhesive pad. Otherwise no issues were noted. No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 277 mg/dl and then 296 mg/dl while wearing the pod between 4 and 24 hours. Pain at the infusion site and the pod adhesive failing to adhere was also reported. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.